Event description:
Boston scientific received information that this implantable cardioverter defibrillator was explanted and replaced as the device could not be interrogated and when a magnet was applied to the device, the device did not emit any tones. A device malfunction was suspected. No additional adverse patient effects were reported.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. No telemetry could be established with the device. A visual inspection of the device header and case noted no anomalies. The device case was removed, and an inspection of the internal components revealed no irregularities. The measured battery voltage was 0.71 volts, which is significantly less than the explant battery status indicator. Laboratory technicians performed additional tests designed to isolate the cause of the premature depletion. Current drain was measured to determine if excessive demands on the battery caused it to deplete; all measurements were within the expected range. An external power supply was attached and basic bench testing was performed, which confirmed pacing and shocking function. Despite exhaustive laboratory analysis, the condition that led to the early battery depletion could not be reproduced. Therefore, the battery was removed from the device and sent to engineers in our battery manufacturing facility for detailed analysis. The voltage was monitored, with results as expected for a depleted battery. Also, heat output testing confirmed the cell was fully depleted. Visual inspection of the battery cell revealed no physical damage to the outer case. X-ray inspection of the battery found no evidence of an internal short. The battery casing was removed for visual inspection, with no foreign material or shorting damage noted.